Manufacturer narrative:
The device was received for evaluation. During functional testing, evaluation identified low audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be rear case speaker dislodged which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio during device power up. No additional information is available.